Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens released abruptly and the trailing haptic was broken, causing the posterior capsule to rupture. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product has not been returned for evaluation. Additional information has been requested.